Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent total hip replacement. After four years, the poly liner disengaged which caused the patient to undergo revision surgery. On revision it was noted eccentric west of poly which suggests poly was never engaged in shell. Patient 4 weeks ago complained of a pain which in review post op suggests liner fully out. (B)(4).

Manufacturer narrative:
Please void all reports for medwatch . There is no alleged deficiency against this product. This incident is a non-reportable incident and was reported by mistake. This report should be voided. - attachment: [19120064usaccidentalreportmemo.pdf].